Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two months later, the patient experienced atrial arrhythmias with rapid ventricular response. Occasional atrial under sensing was noted, causing atrial pacing followed by the occasional ventricular safety pacing. The physician requested reprogramming options. The atrial leadremains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on current and stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.